Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 114 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin delivery.